Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, glp centrifuge module, list number 06q03, which has a same/similar component of the modular glp track system registered in the us, list number 04z96-51, 510k k213486.

Event description:
The customer observed the glp centrifuge derailed during sample retrieval while it was moved within the module to the door/tray. The operator needed to remove the centrifuge from the module to access the samples within the unit. While pulling it out of the module the unit came off its rails and landed heavily on the door/platform causing damage to the door. The centrifuge was placed in the correct position. The front door covers, safety lock actuators, and damaged centrifuge wheels were replaced. All the alignments were checked and operation verified. There was no injury reported to the operator. No impact to patient management or impact to user safety was reported.

Event description:
The customer observed the glp centrifuge derailed during sample retrieval while it was moved within the module to the door/tray. The operator needed to remove the centrifuge from the module to access the samples within the unit. While pulling it out of the module the unit came off its rails and landed heavily on the door/platform causing damage to the door. The centrifuge was placed in the correct position. The front door covers, safety lock actuators, and damaged centrifuge wheels were replaced. All the alignments were checked and operation verified. There was no injury reported to the operator. No impact to patient management or impact to user safety was reported.

Manufacturer narrative:
The information from the complaint was reviewed, which indicated that when the centrifuge was being pushed back into the module, the back right wheel came down and caused an imbalance, causing the centrifuge not to be able to be pushed any further. When the wheel was pushed back on to the rail, the wheel on the other side derailed. Further investigation on a centrifuge at the abbott location identified that a small 1mm tolerance was found between the inner wheel and the metal rail itself on both sides, showing that with the total thickness of the wheels at 10mm left at least 9mm of total area still contacting the wheel. Thus, showing evidence that the wheels cannot fall of the rails. Comparable measurements from the customer¿s system are not available. Device history review did not identify any nonconformances or potential nonconformances related to the issue. Labeling was reviewed and provides the following cautions: caution: fully deploy folding feet. Ensure that the folding feet are fully deployed to 90 degrees before attempting to lower the hatch. Caution: heavy hatch. Uncontrolled lowering of the hatch may result in crushed folding feet. Caution: centrifuge may tilt when pulling out. Danger of injury to hands and feet, including crushing. Extend folding feet fully. Carefully pull out the centrifuge. Ensure that the centrifuge remains on the rails. If the centrifuge tilts off the rails, contact the service team. Based on the investigation, no systemic issue or deficiency was identified for the glp centrifuge module, serial (B)(6).